Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a extractor rx retrieval balloon was used during a stone removal procedure in the bile dict of a pt. According to the complainant, during the procedure when the balloon was inflated for stone removal, it suddenly deflated. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "no problem".

Manufacturer narrative:
Although the suspect device has been rec'd, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).